Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer was unable to focus the image on the high resolution stereo viewer (hrsv). The site tried multiple endoscopes, performed re-alignment, and power cycling the system, however, this did not resolve the issue. The site also reported that the patient cart was switching to battery when moved. The site agreed to continue with the procedure and call back after completion, however, they called back prior to completion and advised that they had swapped the camera head with no improvement. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the vision issue experienced by the customer was associated with the high resolution stereo viewer (hrsv). The hrsv provides the video image for the surgeon console. The fse found that the power loss to the patient cart occurred when the power cord was stepped on while moving the cart, causing the power cord to become removed from the electrical outlet. The system was repaired by replacing the affected hrsv and reseating the power cord to the patient cart. The hrsv was returned to isi for evaluation. Engineering was able to replicate the reported vision issue and determined that the hrsv monitors had malfunctioned. As of january 28, 2010, there have been no reported recurrences of the issue at this hospital.